Event description:
The customer stated the machine was locking up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.